Event description:
Case description: investigation name novopen 4 batch number:fvg8577 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, the case has been updated with the following information: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: (B)(6)2024: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Company comment: hypoglycaemic coma, drug overdose are assessed as listed events according to the novo nordisk current ccds in mixtard 30 hm penfill. Patient developed hypoglycaemic coma following drug overdose. Considering the positive temporal association, nature of event and medical plausible, hyperglycaemic coma is assessed as related to overdose of mixtard. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary name novopen 4 batch number:fvg8577 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Case description: investigation results: name of the suspect product: novopen 4. Batch number of the suspect product :fvg8577. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible but jerks while deliver preparation from the cartridge. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing and a microscopic examination were performed. Foreign matter was observed on the piston rod and cartridge holder, and furthermore, broken glass pieces were observed on components in the joint between the cartridge holder and the pen body. Damaged components were observed. This indicated that a damaged insulin cartridge was used in the pen. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Due to the observed damages the pen may have been hard to operate during use. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirmed:damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and as a result of accidental damage during use of the device. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. Name of the suspect product: mixtard 30 penfill hm(ge) 3.0 ml. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following information: investigation results added for novopen 4 and mixtard 30 hm penfill, malfunction field was updated as "yes," device available for evaluation field was updated. Narrative updated accordingly. Final manufacturer's comment: 24-jan-2025: the suspected device (novopen 4) has been returned to novo nordisk a/s for the investigation. During testing it was possible but jerks while deliver preparation from the cartridge. Foreign matter was observed on the piston rod and cartridge holder, damaged components were observed. This indicated that a damaged insulin cartridge was used in the pen. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. H3 continued: evaluation summary: name novopen 4 batch number: fvg8577. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible but jerks while deliver preparation from the cartridge. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual ex-amination and functional testing and a microscopic examination were performed. Foreign matter was observed on the piston rod and cartridge holder, and furthermore, broken glass pieces were observed on components in the joint between the cartridge holder and the pen body. Damaged components were observed. This indicated that a damaged insulin cartridge was used in the pen. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Due to the observed damages the pen may have been hard to operate during use. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirmed:damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and as a result of accidental damage during use of the device. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl) [hypoglycaemic coma] pen issue (it injects the adjusted dose as single shot) [device delivery system issue] force needed to inject feel different from normal (higher/more difficult) [device delivery system issue] overdose [overdose] hyperglycaemia [hyperglycaemia] left the needle attached to the pen in between injections [product storage error] patient used the dialling clicks to estimate the dose of the product [wrong technique in product usage process] case description: study ID: (B)(6) outbound patient calls study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes patient's height: 170 cm. Patient's weight: 95 kg. Patient's bmi: 32.87197230. This serious solicited report from egypt was reported by a consumer as "coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl)(coma hypoglycemic)" beginning on 17-may-2024 , "pen issue (it injects the adjusted dose as single shot)(device delivery system issue)" with an unspecified onset date , "force needed to inject feel different from normal (higher/more difficult)(device delivery system pressure issue)" with an unspecified onset date , "overdose(overdose)" beginning on (B)(6) 2024 , "hyperglycaemia(hyperglycaemia)" with an unspecified onset date , "left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date and concerned a 846 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", , mixtard 30 hm penfill (insulin human, insulin isophane) (40u morning; 20u and 40u) from unknown start date for "diabetes mellitus", dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes meletus,(started from 30 years ago), hypertension (started from 10 years ago), osteoporosis (started from 6 years ago) concomitant medications included - exforge(amlodipine besilate, valsartan). Patient started mixtard from about 10 years. On an unknown date, patient was administering 40 u of mixtard, and then was advised to administer 20u and suffered from hyperglycemia, after that patient took 40u (for 3 days overdose), the patient said due to pen issue (it injects the adjusted dose as single shot) and on (B)(6) 2024, suffered from hypoglycemia ( bgl was 65 mg/dl) leading to coma. It was reported that before the experienced event occurred, the cartridge holder detach from the pen body intentional and after assembly the patient checked insulin flow. On an unknown date, patient's rbs (blood glucose) was 173mg/dl, blood glucose(blood glucose) was 210 mg/dl and blood glucose(blood glucose) was 370 mg/dl. The patient in in general reuse the needles and left the needle attached to the pen in between injections . It was reported that the force needed to inject feel different from normal (higher/more difficult).the patient was trained in the use of the device in question and was using the dialling clicks to estimate the dose of the product. Batch numbers: novopen 4: mixtard 30 hm penfill: asku, asku, asku; action taken to mixtard 30 hm penfill was not reported. On 18-may-2024 the outcome for the event "coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl)(coma hypoglycemic)" was recovered. The outcome for the event "pen issue (it injects the adjusted dose as single shot)(device delivery system issue)" was not reported. The outcome for the event "force needed to inject feel different from normal (higher/more difficult)(device delivery system pressure issue)" was not reported. On (B)(6) 2024 the outcome for the event "overdose(overdose)" was recovered. The outcome for the event "hyperglycaemia(hyperglycaemia)" was not recovered. The outcome for the event "left the needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process)" was not reported. Reporter's causality (novopen 4) - coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl)(coma hypoglycemic) : probable pen issue (it injects the adjusted dose as single shot)(device delivery system issue) : unknown force needed to inject feel different from normal (higher/more difficult)(device delivery system pressure issue) : unknown overdose(overdose) : probable hyperglycaemia(hyperglycaemia) : probable left the needle attached to the pen in between injections(device stored with needle attached) : unknown patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process) : unknown company's causality (novopen 4) - coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl)(coma hypoglycemic) : possible pen issue (it injects the adjusted dose as single shot)(device delivery system issue) : possible force needed to inject feel different from normal (higher/more difficult)(device delivery system pressure issue) : possible overdose(overdose) : possible hyperglycaemia(hyperglycaemia) : possible left the needle attached to the pen in between injections(device stored with needle attached) : possible patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process) : possible reporter's causality (mixtard 30 hm penfill) - coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl)(coma hypoglycemic) : probable pen issue (it injects the adjusted dose as single shot)(device delivery system issue) : unknown force needed to inject feel different from normal (higher/more difficult)(device delivery system pressure issue) : unknown overdose(overdose) : probable hyperglycaemia(hyperglycaemia) : unlikely left the needle attached to the pen in between injections(device stored with needle attached) : unknown patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process) : unknown company's causality (mixtard 30 hm penfill) - coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl)(coma hypoglycemic) : possible pen issue (it injects the adjusted dose as single shot)(device delivery system issue) : possible force needed to inject feel different from normal (higher/more difficult)(device delivery system pressure issue) : possible overdose(overdose) : possible hyperglycaemia(hyperglycaemia) : unlikely left the needle attached to the pen in between injections(device stored with needle attached) : possible patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process) : possible since last submission, the case has been updated with the following information: new event of 'patient left the needle attached to the pen in between injections ', force needed to inject feel different from normal (higher/more difficult) , 'patient used the dialling clicks to estimate the dose of the product ' added. Imdrf codes annex a updated device tab updated for 'patient' as operator of device and 'patient' being trained for use of device added preliminary manufacturer's comment: 31-may-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Company comment: hypoglycaemic coma, drug overdose are assessed as listed events according to the novo nordisk current ccds in mixtard 30 hm penfill. Patient developed hypoglycaemic coma following drug overdose. Considering the positive temporal association, nature of event and medical plausible, hyperglycaemic coma is assessed as related to overdose of mixtard. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl) [hypoglycaemic coma] pen issue (it injects the adjusted dose as single shot) [device delivery system issue] patient said that the push button is stiff [device mechanical issue] overdose [overdose] hyperglycaemia [hyperglycaemia] left the needle attached to the pen in between injections [product storage error] patient used the dialling clicks to estimate the dose of the product [wrong technique in product usage process] case description: this serious solicited report from egypt was reported by a consumer as "coma due to overdose (40u) that cause hypoglycemia (bgl:65mg/dl)(coma hypoglycemic)" beginning on 17-may-2024 , "pen issue (it injects the adjusted dose as single shot)(device delivery system issue)" with an unspecified onset date , "patient said that the push button is stiff(device mechanical jam)" with an unspecified onset date , "overdose(overdose)" beginning on (B)(6) 2024 , "hyperglycaemia(hyperglycaemia)" with an unspecified onset date , "left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date and concerned a 846 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", , mixtard 30 hm penfill (insulin human, insulin isophane) from unknown start date for "diabetes mellitus", the patient said that the push button was stiff. The outcome for the event "patient said that the push button is stiff(device mechanical jam)" was not reported. Reporter's causality (novopen 4) - patient said that the push button is stiff(device mechanical jam) : unknown company's causality (novopen 4) - patient said that the push button is stiff(device mechanical jam) : possible reporter's causality (mixtard 30 hm penfill) - patient said that the push button is stiff(device mechanical jam) : unknown company's causality (mixtard 30 hm penfill) - patient said that the push button is stiff(device mechanical jam) : possible since last submission, the case has been updated with the following information: event verbatim changed from "force needed to inject feel different from normal (higher/more difficult)" to "patient said that the push button is stiff" and coding changed from "device delivery system pressure issue" to "device mechanical jam". Batch number of novopen 4 updated. Annex a code updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.